Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer successfully and the battery capacity bar indicated 50% remaining capacity. The device image was saved and analyzed, and the battery trend was reviewed, which revealed no anomalies. The session records were analyzed and confirmed the reported event as the session record showed a half-full remaining battery capacity. The reason for the reported event was found to be that the incorrect implant date was entered based on session record analysis. The battery voltage was still near the beginning of life (bol) level. Further analysis performed indicated normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the device was interrogated, and the battery was only half full. The device was not used, and a different device was used for implant. The patient was stable with no consequences.